Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that she can hardly get any stimulation on her left side. Patient has one group and said increasing stimulation doesn't resolve issue because when she increases stimulation to start to feel it on her left side stimulation on right side gets too strong. Patient was redirected to their hcp for possible reprogramming. The event date was provided as 3-4 weeks. No further complications were reported/anticipated. 2019-oct-02 additional information was received from a patient via manufacturer representative. Out of range impedances were reported and patient not getting coverage in the left arm. Patient reported she had fallen. Patient was reprogramed but unable to capture painful areas with functioning electrodes. Surgical intervention/replacement was scheduled. The issue was not resolved at the time of the report. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the account disposed (off) the explanted device. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. The impedances were high. It was not confirmed if the fall was the cause of the impedance issue. X-ray confirmed no lead migration. The date of revision was (B)(6). Rep stated that the devices will be returned for analysis. Provided information was confirmed with the physician/account. No further complications were reported.